Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (severely calcified posterior medial leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. After successful placement and removal of the gripper line, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Another clip was implanted to stabilize the first clip and also to reduce the mr. The mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.